Event description:
It was reported that the patient information center (pic) ix is completely down. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Patient involvement was reported. Internal communications confirmed that there was no harm to the patient. The customer confirmed that the reported issue was resolved in house and no further assistance was required. No additional information was provided. (B)(6).